Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high atrial threshold and was intermittently capturing. The physician decided to extract the atrial lead and replace with a new lead. The ra lead had extraction difficulty and was stuck due to stenosis near the clavicle. Subsequently, the lead came out but the tip remained. The lead was out of service and was replaced with a new one. No additional adverse patient effects were reported.